Event description:
Reported, after a lead replacement, the subject ICD was connected to a new lead. The interrogation following the lead revision showed that the device reached eri in between. Before lead revision procedure, the battery status was good. Therefore, the ICD has been replaced in a 2nd procedure one day after lead replacement. The ICD will be returned for analysis.

Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. Analysis is pending.